Event description:
Reporter indicated that the pt's device showed high lead impedance and that the pt appeared not to perceive stimulation. Exploratory surgery is planned with a possible revision or replacement of the lead and/or generator, but is not yet scheduled.